Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e411 rack. The sample initially resulted in an hcg+beta value of 1.19 miu/ml with a data flag. The doctor questioned the result because it did not match the patient's clinical symptoms. The sample was repeated, resulting in an hcg+beta value of > 10000 miu/ml with a data flag. The sample was diluted 1:100 and repeated, resulting in a value of 21507 miu/ml with a data flag.